Event description:
It was reported that noise was sensed on the right atrial channel, which caused mode switch episodes. There were no electrical anomalies with the lead. The lead remained in service while the ICD was explanted and replaced due to eol.

Event description:
It was reported that noise was sensed on the right atrial channel, which caused mode switch episodes. There were no electrical anomalies with the lead. The lead remained in service while the ICD was explanted and replaced due to eol.

Manufacturer narrative:
The reported field event of noise on the right atrial channel was confirmed in the laboratory via review of stored electrograms. The...

Manufacturer narrative:
The reported field event of noise on the right atrial channel was confirmed in the laboratory via review of stored electrograms. The device was tested on the bench and using automated testing equipment and no anomalies were found. The cause of the noise was not determined.